Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reported the device is not working at all. Patient stated she only used it for about a year and it didn't help. Patient said she has severe back pain and it has gotten worse. Patient service specialist asked if the device ever worked and patient said she didn't feel like it helped at all and she has had surgery on her back and she doesn't feel it helped either. Pt reports she wants the device taken out. Pt states she is seeing a hcp now in or and he needs to see her records but stated will not check device until her device is charged up which the device is not. Pt states she hurts and wants to be just done with it. Patient mentioned the controller device was working up until 4 months ago and now it won't turn on. Patient was able to charge the implant but when she went to charge it again for her right shoulder it wouldn't do anything or come on. Patient plugged the controller into the ac power supply without the battery pack and reported memory problem. Patient put the battery back in and reported the screen said set up is complete. Patient unlocked the screen and reported no device found. Patient reported the controller battery was too low and needed to be recharged. The issue was resolved through troubleshooting and will be charging the controller until finished and then try to charge her ins. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. Pt called back repeating they had not used the device in a long time and want to get it removed. Pt said they only used the device for about 6 months. On the previous call they got it working and pt is now trying to recharge. Pt has an MRI scheduled today and already put it in MRI mode. When trying to recharge pt got rm03. Code came up after 10 min of cha rging, it happened twice. Pt reset the controller. Controller showed cannot provide stimulation, recharge your implanted device.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# nld068927n implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: nld068927n, ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.